Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device provided a partial seal. Patient had a hemorrhage and was on non-serious illness injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not perform a complete seal. An end tone had been heard, and there was some evidence of energy delivery. The issue resulted in a hemorrhage and 1000ml of blood loss, requiring extended hospitalization and a blood transfusion. Bipolar energy and clips were used to stop the bleeding. The patient is currently fine.